Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose. Customer¿s high blood glucose value was 444 mg/dl. Customer treated with manual injection for high blood glucose. Customer was neither in emergency room, nor admitted into hospital. Customer feel ok to do troubleshooting for high blood glucose. Customer stated that they were contacted their health care professional regarding their high blood glucose. Customer was not alleging the insulin pump for under delivery. The device will not return for the analysis.